Event description:
(B)(4). Headache, cramps, backache, rash, shooting pains in abdominal area. Memory problems.

Event description:
(B)(4). I had my coils and tubes removed (B)(6) 2016. My skin changed almost immediately. The rashes are no longer noticeable. No more headaches, no mood swings. My energy level is incredible. Hopefully my hair will grow back. The metal taste in my mouth is gone.